Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 5,832 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with a degraded thread inside. Thread on the open sample received is broken in pieces. Thread has been degraded by hydrolysis along this 1 year. We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined as the aluminum pouch has not been received. Reviewed the batch manufacturing record, this product had an issue during process (not related to this defect) but the results during the process fulfils usp/ep and bbs requirement. Considering that there are no previous complaints of this code batch we conclude that this is an accidental and isolated unit. Final conclusion: taking into account that the results of the sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the sutures found to be broken when opened. Additional data has been requested.